Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of an aortic dissection in zone 2. The diameter of the aorta caudal to the left carotid artery was 31 mm, the diameter caudal to the left subclavian artery was 28.4 mm. It was reported that the stent graft system was implanted. The physician intended to implant the stent graft just before the opening of the left common carotid artery, but actually implanted it in a more proximal location, but not covering the lcc. To be on the safe side, another manufacturer's device (cordis) was implanted to cover from the common carotid artery to inside of the aorta, using the chimney technique to preserve blood flow to the cervical region. Approximately one week post index, the patient was treated emergently for a retrograde dissection. The top stents and support ring of the valiant were removed, and a synthetic vessel was sutured to the remaining portion of the valiant to complete an arch replacement. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).